Manufacturer narrative:
The reported event was confirmed. Visual evaluation noted 180 unopened magic 3 go intermittent catheters in original package were received. No damage was noted on exterior of the package and no obvious defects were observed. The catheters outer diameter was measured which were found to be out of specification. The root cause for this failure mode was unable to determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Per investigation a labeling review was not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced bleeding and blood clots with magic 3 go male coude intermittent catheter which was given by doctor hence the patient was not catheterizing anymore which caused to urinate more. No medical intervention was reported. Per sample evaluation it was found that the catheter outer diameter was below the specifications.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced bleeding and were blood clots with magic 3 go male coude intermittent catheter which was given by doctor. So patient was not catching anymore that caused to urinate more. No medical intervention was reported. Per sample evaluation, it was found that the catheter's outer diameter was below specification.